Event description:
Consumer called to report their meter readings. Consumer is comparing to another meter (competitive) and feels the reading of the bd logic are not accurate. Analysis run on clark error grid using competitive reading (56) as ref.point vs. Bd reading (76) yielded some data points in the d range of the grid, outside acceptable limits.